Event description:
The recipient had good benefit from the device immediately after. However, at the 1 month follow-up visit, pain was reported and there was an ulcer at the lower end of her post-auricular incision at the level of her glasses arm. The abscess was drained and polysporin and clindamycin were prescribed. The site appeared to be healing when the user was seen on the (B)(6) 2023. The user was advised to continue not using her speech processor or her glasses, and was prescribed a 2nd course of clindamycin for 2 more weeks. On the `it was noted that the inferior abscess had healed. However, there was some superior skin dehiscence with a small hole and the receiver-stimulator could be seen along with some purulence. The user was explanted on the (B)(6) 2023.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which is assumed to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, as according to the information received from the field the recipient was explanted most likely because of clinical reasons, namely skin abcesses at the surgical incision in the post-operative period leading to skin dehiscence. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of reported issue. Furthermore, the recipient wears glasses and was picking at the incision line, which might have contributed to this event. This is a final report.

Event description:
The recipient had good benefit from the device immediately after; however, at her 1 month follow-up pain was reported and there was an ulcer at the lower end of her post-auricular incision at the level of her glasses arm. The abscess was drained and polysporin and clindamycin were prescribed. The site appeared to be healing when the user was seen on the (B)(6) 2023. The user was advised to continue not using her speech processor or her glasses, and was prescribed a 2nd course of clindamycin for 2 more weeks. On the (B)(6) 2023 it was noted that the inferior abscess had healed. However, there was some superior skin dehiscence with a small hole and the receiver-stimulator could be seen along with some purulence. The user will be explanted on the (B)(6) 2023.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.